Manufacturer narrative:
Additional information: on december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware the device was explanted on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient indeed underwent bilateral device removal and replacement with 275cc mentor memorygel breast implants, catalog number 3502754bc, serial numbers (B)(6), on the left side and (B)(6), on the right side on (B)(6) 2020. Mantor also became aware of the correct date of event. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female underwent breast reconstruction with 350cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side and baker grade ii capsular contracture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 275cc mentor memorygel breast implants, catalog number: 3502754bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's left-sided device.